Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the suture tension of the anchor did not work. The speedscrew did not transport the threads and was then unscrewed from the bone. No significant delay or patient injuries. A backup device was available.

Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during the procedure, the suture tension of the anchor did not work. The speedscrew did not transport the threads and was then unscrewed from the bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) excessive torque (3) incorrect bone hole preparation. (4) inadequate tension distribution applied to cuff. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.